Manufacturer narrative:
Complete information for patient information, (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I tsh results which questioned by physician on multiple patients. The results provided were: on (B)(6) 2021 sid (B)(6) initial 0.32 miu/ml /repeated= 1.53 miu/ml. Sid (B)(6) initial=0.23 miu/ml /repeated= 1.9 miu/ml. On (B)(6) 2021 sid (B)(6) initial= 0.18/ miu/ml /repeated=1.25 miu/ml. On (B)(6) 2021 sid (B)(6) initial= 0.34 miu/ml /repeated=5.47 miu/ml. Laboratory reference ref range 0.35 to 4.940 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
This follow up is being submitted for acknowledgement that previous follow-up, MFR report reference number 3005094123-2021-00205-01 send in error, another follow-up will be sent when product evaluation completed.

Event description:
The customer observed falsely decreased alinity I tsh results which questioned by physician on multiple patients. The results provided were: on (B)(6) 2021 sid (B)(6) initial 0.32 miu/ml /repeated= 1.53 miu/ml. Sid (B)(6) initial=0.23 miu/ml /repeated= 1.9 miu/ml. On (B)(6) 2021 sid (B)(6) initial= 0.18/ miu/ml /repeated=1.25 miu/ml. On (B)(6) 2021 sid (B)(6) initial= 0.34 miu/ml /repeated=5.47 miu/ml. Laboratory reference ref range 0.35 to 4.940 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
Section g1 contact information was updated to reflect the current contact (B)(6). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, in-house testing of alinity I tsh reagent lot number 25007ud00. The ticket search determined that there is slightly higher complaint activity for the likely cause reagent lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. A accuracy testing was performed with a retained kit of lot 25007ud00, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. A malfunction was not identified. The available information indicates the falsely elevated result is due to a sample integrity was identified to be the cause. Based on the investigation no product deficiency was identified for the alinity I tsh, reagent lot 25007ud00.

Manufacturer narrative:
Additional information provided on 07dec2021: the customer agrees that falsely decreased alinity I tsh results issue occurred due to specimen¿s integrity. There was no further issue determined with falsely decreased tsh results. Per other section of q-22-01-015, edition 005, sample integrity issues with no impact to patient management or user safety (i.e. Falsely elevated b-hcg due to heterophlic interferences as found in labeling.), this event is no longer reportable. No further followup will be submitted.